Manufacturer narrative:
Device evaluation: 1 unit of zebd-7-7 of lot number c2097921 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 22 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned with the pigtail straighter in incorrect orientation. Tapered end of pigtail curl observed to be out of shape, appears to be stretched. Kinks observed on the 01st and 04th porthole of the tapered end of the pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks. Manufacturing records: prior to distribution zebd-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c2097921 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this manufacturing lot. Instructions for use and/label: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. As per the notes section of the instructions for use, ifu0045, which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" the user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to excessive force applied while attempting to straighten the pigtail, leading to kink formation at the 1st and 4th portholes of the tapered end. This resulted in deformation and stretching of the pigtail curl¿s tapered end, likely contributing to the reported issue. Summary: complaint is confirmed based on customer and/or rep testimony. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to excessive force applied while attempting to straighten the pigtail, leading to kink formation at the 1st and 4th portholes of the tapered end. This resulted in deformation and stretching of the pigtail curl¿s tapered end, likely contributing to the reported issue .

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-jul-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After opening the package, when an attempt was made to straighten the pigtail, the pigtail became kinked and could no longer be used. Another device (unknown detail) stocked at the hospital was used. The event was prior to patient contact. For all complaints: 1 does the complaint relate to: device placement/device removal/observation prior to patient contact: prior to patient contact. Upon straighten the pigtail part. 2 what was the target location for the stent? Bile duct. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? * unknown. 5 was the wire guide lubricated prior to use? Unknown. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? Another device stocked at the hospital was used. 12 did the patient require any additional procedures as a result of this event? No. 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use) was the package damaged? No. 25 did the patient require any additional procedures as a result of this event? No. 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.